Manufacturer narrative:
The device was discarded, so we were unable to conduct device evaluation. It is specified in "direction for use" that skin of elderly pts is typically fragile and thus requires greater care when removing products. We were unable to obtain info from the user facility if the instruction was followed when removing this product.

Event description:
A 3mm received info that a female experienced full thickness skin stripping on the medial right thigh, medial left ankle, and medial right ankle upon removal of the drape following an aortic and mitral valve replacement and transesophageal echocardiogram in 2007. Reported initially treated with silvadene, telfa, and kerlix. Eight days later, plastic surgeon indicated a 4x10 cm eschar along medial thigh with surrounding erythema, a 3x5 cm necrotic eschar along medial malleolus of left ankle, and a 1x2 cm eschar on medial malleolus of right ankle. Plastic surgeon indicated injuries consistent with full thickness skin loss from some type of burn. Reportedly skin grafting was done the following month.